Event description:
I am having neck, shoulder and left arm pain. I also have migraine and sinus headaches, swelling of my left side of my head and face. Stiffness of my left shoulder and neck. Burning in my knees, mostly left side. My entire left side is swollen and stiff. I cannot lift, pull or push over 10 pounds. I had shortness of breath if I exercise more than 3 to 4 minutes. I am still unbalanced all the time. "I am stubbing". I have been sleeping standing up since (B) (6) 2006, and I sleep in a chair. I have muscle and nerve damage. I get choked a lot. There is a lot of swelling in my head and neck, plus the left side of my neck behind my left ear is swollen and sore, and times I can't hear out of my ear. My neck is swollen, it's hard to swallow because my throat stay swollen. It also hurts to speak on occasion, I choked and have to spit up white foam. I spit up white foam when I go out in cold weather. My body cannot function in cold weather at all. I have to stay indoors in the winter months. I cannot do any active movement activity. I don't do any regular movement without pain. I have been diagnosed with nerve and muscle damage. I got infection that's why I spit most of the day. I cannot stand, walk, without much pain. I have pain on my entire left side from the top of my head on the left side to the bottom of my left ankle and foot. I cannot sit, climb, stoop, crouch, kneel or crawl without physical pain. I cannot pull, push or reach without physical pain. I have muscles and nerve spasms all the time and I cannot sleep on my right side without physical pain. I sleep sitting up or in a chair. I have many other problems that I know can be fixed if implant was removed. Dbx, bone void filler containing human demineralized, bone matrix dbm, (B) (4), product code: nun, class ii, predicate devices, dbx demineralized bone matrix musculoskeletal transplant foundation, sygnal, tm, dbm, musculoskeletal transplant foundation. The dated: (B) (6) 2009. I don't think this product was cleared before it was used in my neck surgery, (B) (6) 2006, at (B) (6) hospital (B) (6), there are six pages to write just look the number up with the FDA. Under recalls, withdrawals and safety alerts. It has taken me days, to get help with this work. Thank you. The cold weather makes me choke off the air. My airway closes and my throat swells, I have difficulty breathing. I need help. Dates of use: (B) (6) 2006. Diagnosis or reason for use: neck pain, arthritis.